Event description:
Rptr consented to have their surgeon, replace old breast implants with mentor breast implants. The consent specifically required smaller implants than those being removed. After the surgical procedure was completed rptr has discovered the surgeon replaced the implants with larger implants rather than the agreed upon smaller ones. These large mentor implants have become hardened and are painful. Rptr has the medical records to support this problem including the operative report and intraoperative report which rptr can forward to FDA. Rptr has left phone messages for the mentor rep but have received no response to date. Extreme pain and failure to heal in a timely manner with these implants "bulging" inside. Rptr needs the "oversize" implants.